Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not returned for evaluation. Customer declined replacement. Customer disconnect call. Most likely underlying root cause : mlc-55 user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose results accompanied by symptoms. The customer is concerned with meter to meter comparison results of 303 mg/dl using true metrix and 248 mg/dl using doctor's meter. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling dizzy, headache, increase urination. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification in the office. During the call on (B)(6) 2017, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 11/30/2018 and open vial date is (B)(6) 2017. The meter memory was not reviewed for previous test result history. Result 1 :303 mg/dl (B)(6) 2017 11:30 am fasting (from log book) notified customer to please contact healthcare provider due to symptoms of hyperglycemia. Customer became vulgar and disconnected call. Could not obtain history of meter due to call being disconnected and unable to ship replacement products. On follow up attempt, customer refused to answer any questions.

Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause : mlc-55 user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose results accompanied by symptoms. The customer is concerned with meter to meter comparison results of 303mg/dl using true metrix and 248mg/dl using doctor's meter. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of feeling dizzy, headache, increase urination. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification in the office. During the call on (B)(6) 2017, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 11/30/2018 and open vial date is (B)(6) 2017. The meter memory was not reviewed for previous test result history. (B)(6). Notified customer to please contact healthcare provider due to symptoms of hyperglycemia. Customer became vulgar and disconnected call. Could not obtain history of meter due to call being disconnected and unable to ship replacement products. On follow up attempt, customer refused to answer any questions.